Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would intermittently stop delivering insulin. There was no reported impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to obtain specific additional information and perform troubleshooting; however, the customer did not respond.